Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included levaquin (orally, 500mg, every other day) and nystatin (orally, dose and frequency not reported). The patient was discharged from the hospital after four days and they were reported to have recovered from the peritonitis event. Additional information was requested and was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h03051 and h13i10039 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient/event as (B)(4).